Event description:
Philips received a report from a customer that during examination an explosive sound was emitted after that monitors in examination room and control room did not display.

Manufacturer narrative:
(B)(4). The field service engineer (fse) trouble shot the problem and found that the power tray (field replaceable unit) was defective. He replaced this power tray, this solved the problem.